Manufacturer narrative:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited rust on the distal tip. There was no patient involvement. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has excessive patchy color due to chemical damage.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited rust on the distal tip. There was no patient involvement.